Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Event date is an approximation. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient reported a historical adverse event from approximately (B)(6) in 2023, during which she experienced severe hypoglycemia leading to unconsciousness. She could barely recall the details but noted that the cgm values were reading around low to 45 mg/dl requiring emergency medical services (ems) intervention. Her son found her unresponsive on the floor, contacted emergency services, and ems administered a glucagon emergency injection before transporting her to the hospital. She remained in the emergency room (ER) for approximately 3¿5 hours, underwent a brain scan due to concern for head injury, and was discharged after stabilization. The patient reported that the dexcom readings that time did not match her true glucose level, which was believed to be significantly lower. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.